Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The mother reported that the patient was in the hospital for high blood glucose. The mother had taken him to the hospital, he was admitted and had levels over 776mg/dl after wearing the pod on hip/buttocks for between 4 and 24 hours. The patient was diagnosed with poorly controlled type 1 diabetes and a pump malfunction. Treatment included IV fluids and manual injections of insulin. He was also provided zofran and motrin. The mother mentioned that, earlier that afternoon, the doctors wanted to try a pod to see how his levels would be. At noon, they put on the pod and he wore it for about 5 hours; they noticed that he started running high. The pod was removed and they began doing manual injections again. The patient was being monitored in the hospital at the time of report and his blood glucose read 559mg/dl. The patient's carbohydrate ratio had been changed on this day ((B)(6) 2018) from 1 unit per gram of carbohydrates to 1 unit for every 11 grams of carbohydrates.